Event description:
I inserted new dexcom g7 sensor that failed to connect upon following all directions for replacing sensor. Due to my insulin pump working and dosing based on the readings from my dexcom, this resulted in a severe low blood glucose, resulting in me needing care from my spouse and to turn off my pump. Even with a finger poke for a manual blood glucose check, the inability of my pump being about to use readings caused a severe low blood glucose. Dexcom has a limit of only allowing 3 replacements a year, which is grossly inadequate, considering so many dexcom g7 sensors fail.